Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #894c58 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 894c58, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9dr11, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy th echelon 60, plee60a, failed to close the jaws properly after the first firing, changed the reload to introduce again and it wouldn´t go in through the trocar port. The surgery was delayed 15 minutes. Opened a new one after trying with a new reload and not working., the procedure was successfully completed. There were no patient consequences.